Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no impact to the customer's blood glucose level. The alarm had not cleared at the time of the report, however the customer declined further follow-up from tandem technical support.